Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia and diabetic ketoacidosis on thursday morning. It was reported that the customer had high blood glucose levels over 20 mmol/l. It was reported that the customer was quite low at first as she exercised and forgot to eat. It was reported that the customer had current blood glucose levels of 17.7 mmol/l and 19.4 mmol/l. It was reported that the customer was having repeated calibration alerts. It was reported that the customer was treated with intravenous drip. It was reported that the customer had symptoms related to the high blood glucose levels that included were nausea, fainting and low blood pressure and the customer felt like having a heart attack again. It was reported that the customer had heart attack in (B)(6). It was reported that the customer was taken to emergency room by ambulance. Troubleshooting was performed. The customer does not allege that the insulin pump was under delivering insulin. Product is not expected to return for analysis.